Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. Analysis found that one session was truncated, indicating the hard restart. The logs provided no additional insight towards the reported issue. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.